Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6).

Event description:
The initial reporter received questionable tina-quant igm gen.2 assay results for several samples from patients with multiple myeloma and gammopathy tested on the cobas 8000 c702 module. The reporter stated that the results from undiluted samples do not align with those obtained using reduced sample volumes or decreased mode. The reporter provided the following examples of discrepant results: patient sample 1 the initial result of the undiluted sample was 19.12 g/l. The repeat result in the decreased mode was >37.67 g/l. The questionable result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis. Patient sample 2 the result of the undiluted patient sample was 45.02 g/l with a data flag. The result in the decreased mode was 14.88 g/l. The result in the increased mode was a data flag with no numerical result.